Event description:
It was reported by service report that the head end patient left lift handle broke off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the head end patient left lift handle broke off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2015-00245. The serial number (B)(4) and catalog number 6252000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # # 0001831750-2015-00245 for full reporting.